Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of failed battery test and hardware low level failures from the insulin pump. The customer's blood glucose reading was 25 mmol/l. Customer treated with the pump. The customer mentioned failed battery showed up after self-test. After changing the battery and re-running the pump, the pump alarmed hardware low level failure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test alarm noted during testing or in the pump trace download. Pump error 63 confirmed in pump history with variable due to cold solder joint at keypad assembly. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.